Event description:
It was reported that during defibrillation threshold testing (dft), at implant, a 30 joule (j) shock failed to convert the patient out of the induced ventricular fibrillation (vf) episode. The rhythm was converted with a subsequent 40j shock. However, significant undersening was observed on the extravascular (ev) lead during the dfts, which the physician believed delayed therapy delivery from the device. The patient experienced pulseless electrical activity and required rescue. The patient stabilized and was sent to recovery in intensive care unit (ICU). The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: dvea3e4, (serial: (B)(6)); product type: 0235-ICD; implant date: (B)(6) 2025, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.